Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was inserted in the patient for the endovascular treatment of a greater than 60 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the delivery system could not be advanced forward or backward through the right common iliac artery. During the process of advancing a 12 french sheath and another manufacturer¿s occlusion balloon on the left side, the delivery system of the endurant iis stent graft was pulled backward by the physician. Upon removal of the endurant delivery system, the iliac artery was perforated and the patient¿s blood pressure immediately dropped. The surgeon successfully clamped the common iliac artery proximal to the tear. The physician then performed a cut down on the abdomen, cross clamped the proximal aorta, and performed an aorta-bi-femoral bypass using another manufacturer¿s graft. Per the physician, the cause of the event was due to calcification in the vessel and oversizing of the device. The procedure was completed and the event was resolved. No additional sequelae were reported and the patient is fine.